Event description:
Same case as MDR ID# 2134265-2012-00529. Same case as MDR ID# 2134265-2012-00724. Same case as MDR ID# 2134265-2012-00838. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and difficulty removing the catheter occurred. The 18x40 uni plus wallstent was successfully deployed in the 70% stenosed target lesion located in the non-tortuous, non-calcified right subclavian vein. A 18-4/5.8/120 xxl balloon catheter was advanced, inflated for approximately 20 seconds and a balloon rupture occurred. During withdrawal of the 18-4/5.8/120 xxl balloon catheter the 18x40 uni plus wallstent was pulled out of position. The xxl balloon catheter was successfully removed intact. A 14x50 wallgraft stent was then deployed in an overlapping position to treat the blockage of the 18x40 uni plus wallstent. A 16x4 xxl balloon catheter was advanced to dilate the 14x50 wallgraft stent, however; upon the first inflation, approximately 20 seconds, a balloon rupture occurred. During the withdrawal of the xxl16 balloon catheter the 14x50 wallgraft slightly moved out of position. Angiography performed. The physician satisfied with the position of the 14x50 wallgraft stent, concluded the procedure. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).